Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and could confirm that it was a main board issue. The engineer provided their analysis findings to the customer however the customer did not accept the service of main board to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective mainboard. The reported problem was confirmed.

Event description:
It was reported the suresigns vsi nbp/spo2 monitor did not generate alarms. The device was in use on a patient. There was no report of patient harm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed the cause of the reported problem was defective mainboard. The reported problem was confirmed. The engineer provided their analysis findings however the customer did not accept the service of main board to replaced. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone: (B)(6). E1: reporter phone (B)(6).

Event description:
It was reported the suresigns vsi nbp/spo2 monitor did not generate alarms. The device was in use on a patient. There was a report of patient harm.